Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced an occlusion while using a cleo® 90 infusion set. Blood glucose reading at the time of the event was 500 mg/dl with slight ketones. Patient used multiple daily injections and water to correct for the ketones. Patient to resume insulin therapy at home. The patient did not experience any other adverse health outcomes.